Manufacturer narrative:
According to the customer, "there is a hole in the cover and one of the inflating tubes causing the mattress to deflate" and as a result the user is "forming bed sores". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "there is a hole in the cover and one of the inflating tubes causing the mattress to deflate" and as a result the user is "forming bed sores".